Manufacturer narrative:
This event occurred in (B)(6).

Event description:
On (B)(6) 2018, the customer had intermittent issues with potassium (k) results on the cobas b 221 instrument when comparing to another instrument. No specific data was provided. The customer changed the electrode and performed internal cleaning. Afterwards, the issue appeared to be resolved, but reoccurred on (B)(6) 2018. The customer complained of discrepant k results for 1 patient tested on the b 221 instrument compared to the abl 800 flex instrument. The k result using capillary blood on the b 221 instrument was 9.6 mmol/l. The k result from an arterial sample on the abl 800 flex instrument was 4.3 mmol/l. There was no allegation that an adverse event occurred. The patient was not treated based on these results. The k electrode lot number and expiration date were not provided. The electrode was installed on the instrument on (B)(6) 2018.

Manufacturer narrative:
The k electrode lot number was 21581847.

Manufacturer narrative:
The customer is no longer having issues with results. The investigation is ongoing.

Manufacturer narrative:
The customer provided the analyzer fill port and sampling needle for investigation. The needle was not damaged and the diameter was unobstructed and within specification. The sample path in the fill port was obstructed, most likely with dried blood, which could lead to hemolysis of blood cells. Hemolysis is know to increase potassium levels. The instructions for use provided recommendations for proper fill port cleaning. The investigation did not identify a product problem.